Event description:
It was reported that a patient underwent a sling procedure on an unknown date. During the procedure, the surgeon accidently left the plastic sheath of the sling on the tape and in the patient. The surgeon tried to remove the sheath by exploring the incision in the thigh fold and vaginally, but could not find it. After two hours, the surgeon stopped the operation. The surgeon removed the sling, but the sheath is still in the patient.

Manufacturer narrative:
Sheath retained in patient. The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.